Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent altitude alarms occurred. The customer's blood glucose level was not impacted. Each time the altitude alarms occurred, the customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the altitude alarm was identified; however, a different issue was identified.